Event description:
It was reported that during an unknown procedure, the distal end of the sleeve was cleanly broken off into the pt's abdominal cavity. The piece was retrieved. There was no pt consequence.